Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their implantable neurostimulator (ins). The patient stated that they were having headaches again. The patient mentioned that some wires may have been broken. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a revision was performed to resolve the reported headaches and the patient not getting complete coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had a lead replacement in 2013 and since then he did not have coverage at vertex region and frontal scalp that he experienced previously. Patient was readmitted now with uncontrolled headaches, a lead revision was consulted.